Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to pacing impedance high out of range and loss of capture (loc). Another lead was successfully implanted. No additional adverse patient effects were reported.